Event description:
A report was received that the patients scs device was ineffective. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1160 sn (B)(4): device evaluation indicated that the ipg passed all tests performed.

Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 19907659 / 19991382, model/catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patients scs device was ineffective. The patient underwent an explant procedure.